Event description:
Clinical study: it was reported that 209 days after a coronary artery drug eluting stenting procedure the pt required a target vessel reintervention (tvr). Lesion 1 was a 2.5mm, 20mm long, 90% stenosed portion of the proximal circumflex (prox cx). The physician treated the lesion with predilatation and successful placement of a taxus express2 8.8% 2.50x24mm drug eluting stent in the target lesion. A dissection occurred at the lesion. Lesion 2 was a 2.5mm, 15mm long, 90% stenosed portion of the 1st obtuse marginal (1st ob marg). The physician treated the lesion with predilatation and successful placement of a taxus express2 8.8% 2.50 x 16mm drug eluting stent in the target lesion. There were no further complications. The pt was discharged the next day on plavix and aspirin. Two hundrend nine days after the initial procedure the pt required a tvr in the 1st ob marg. The physician successfully performed kissing balloon angioplasty. That is why we are only reporting on 1 device. The pt was discharged the next day. In the opinion of the physician the relationship of the tvr to the taxus stent is unk and there was distal edge restenosis.